Event description:
It was reported the pump alarmed system failure. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: both tamper seals are broken. 3rd party seals present. Non-OEM low profile purple supercap on main board identified. Missing battery. Top case corners chipped, cracks by tubing guides, cracked bottom case and right plunger case. Chipped ear clip. Power up process, audio test, occlusion test. Cannot duplicate any paa error. Low profile c9 capacitor present on interconnect board. No problem was found. Adc counts were within spec. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.